Event description:
This ra lead was implanted on (B)(6) 2005 and remains implanted at the time. A call was placed to technical services on 4/14/2017, stating that this lead was recalled. Patient claimed that leads are so dangerous. No doctor in the state will help remove them. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), oh. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).